Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to (B)(4) as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) 2008 as (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component and was revised after nine years due to pain, cup loosening, metallosis, osteolysis and soft tissue tumors. Note: before the revision surgery, the patient underwent a previous open biopsy and debridement process, reported under (B)(4) (MFR 0009613350-2017-01873).